Event description:
The customer reported that there was a speaker malfunction error, no sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction error, no sound. The device was not in clinical use at the time the reported issue was discovered.